Manufacturer narrative:
Concomitant products and dates: on (B)(6) 2010: tgt4020/8440595. On (B)(6) 2013: tgt4015/10976058. (B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt4020/8440594, tgt4020/8440595) to repair a descending thoracic aortic aneurysm. It was reported that the proximal neck diameter was 34-36 mm, and the distal neck diameter was 32-34 mm. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, one month follow-up imaging showed no issues. A diameter of the aneurysm was 65 mm. On (B)(6) 2011, one year follow-up imaging revealed a proximal type I endoleak. The patient had a pre-existing aortic arch aneurysm, however the physician elected to monitor it and it was not treated during the initial procedure. It was reported that the endoleak was the result of the proximal neck dilatation caused by progression of the aortic arch aneurysm. The diameter of the aneurysm was 65 mm. On (B)(6) 2012, a follow-up imaging showed that the proximal type I endoleak remained. On (B)(6) 2012, total arch replacement with elephant trunk technique was performed to repair the proximal type I endoleak. The patient tolerated the procedure. On (B)(6) 2012, two year follow-up imaging identified perfusion from the elephant trunk into the aortic arch aneurysm. The proximal type I endoleak remained. The diameter of the aneurysm was 69 mm. The physician elected to monitor the patient. On (B)(6) 2013, an additional gore tag thoracic endoprosthesis (tgt4015/10976058) was implanted to bridge the elephant trunk and the proximal gore tag thoracic endoprosthesis previously implanted to repair the perfusion from the elephant trunk and the proximal type I endoleak. The patient tolerated the procedure. On (B)(6) 2013, three year follow-up imaging showed resolution of the perfusion and the endoleak. The diameter of the aneurysm measured 70 mm. On (B)(6) 2015, four year follow-up imaging showed that a diameter of the aneurysm measured 76 mm. On (B)(6) 2015, five year follow-up imaging revealed a type ii endoleak. The origin was not reported. A diameter of the aneurysm was 78 mm.